Event description:
The patient received 2 scs trial leads with the same lot number. It was reported the patient received ineffective stimulation from his scs trial system. X-rays revealed lead migration. An sjm representative attempted reprogramming however was unable to restore effective therapy. The leads were removed at the end of the trial.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.